Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "small amount of fluid surrounding the left implant" via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "small amount of fluid surrounding the left implant" via MRI. Device has been explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device radius side assessed as surgical damage and missing shell assessed as inconclusive. Seroma-late: unable to observe since it is not related to the device. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.